Manufacturer narrative:
Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation; therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient received a preloaded toric intraocular lens (iol) implant in the right eye, and a year and a half later, the patient presented with a distance visual acuity of 0.6. The patient requested an iol replacement, and the original iol was explanted. A 7 mm iol was then implanted, resulting in a good outcome. Although the patient had severe astigmatism, there were no findings that indicated a risk of poor postoperative visual acuity. Through follow-up we learned that the patient did not experience any injuries or surgical complications. The patient currently has a distance visual acuity of more than 1.0. No further information was provided.